Manufacturer narrative:
The insulin pump alarmed compromised force sensor system alarm during prime test at 4 pounds due to moisture damage faulty force sensor system. The pump was received with scratched display window, cracked display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked end cap.this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 529 mg/dl. The customer stated that the insulin squirted out during manual prime. The customer stated that insulin continued to drip after the motor stopped during manual prime. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.